Manufacturer narrative:
During cardioquip's investigation of this device potential evidence of bacterial contamination was observed. Due to the cloudiness and discoloration seen in the device it was recommended that the device receive an internal water pathway replacement due to the suspected contamination. The customer agreed to the repair and the device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
During cardioquip's investigation of this device, it was suspected to contain bacterial contamination within the internal tubing.